Event description:
It was reported that the left ventrciular lead that was previously capped due to dislodgement on (B)(6) 2015. Further information on the event was requested, but unavailable. The inactive lead was successfully explanted. There were no patient consequences.